Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the barrel abrader blade broke inside the patient. All the broken pieces were removed from the patient. Surgery was resumed, after a non-significant surgical delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The shaft of the abrader is fractured at the distal tip with the bit portion sheared completely off. The proximal end of the device does not show heat damage. There is some debris on and in the device. Per subsequent e-mail, the request clinical information would not be provided. Therefore, a thorough medical investigation could not be rendered. Based on the information provided, all the broken pieces were removed from inside of the patient. A single undated, unlabeled photo of a broken device with a broken piece next to it support the report. According to the report, the surgeon completed the surgery with a non-significant delay with a back-up device and no other complications were reported. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.